Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). Additional fields: e1(event site state: (B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium warning. There was no patient involvement. A getinge field service engineer evaluated the unit and found device giving helium warning and he saw that the device had come out of its cart. He put the device back in the cart. He performed the all-manifold test of the device and it was seen that the device passed all the tests. Its operation was checked by attaching a trainer and a catheter to the device. The device has been delivered to the user in working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units device does not pressure. There was no patient involvement.